Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discontinued order was not dropping off the queue in pyxis. A technical support specialist informed that the issue was from the pharmacy information system and active directory needed to discontinue the order and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a discontinued order was not dropping off from the queue in the station. On the patient profile in the due now tab the medication was showing to be dispensed twice. This malfunction was frequently occurring. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.